Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve bundle branch block was noted. During the implant, electrocardiogram (ECG) revealed left bundle branch block (lbbb). Four months following the valve implant, complete heart block (chb) was noted and a permanent pacemaker was implanted. No other adverse patient effects were reported.